Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that the replacement of their recharger antenna resolved their poor coupling and loss of stimulation. The patient also noted their weight at the time of the event to be (B)(6).

Manufacturer narrative:
Corrected information sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 37791, product type: recharger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that they didn¿t think their recharger was working and indicated they have been trying to charge it but get no boxes filled. The patient reported stimulation has stopped. No further complications were reported and/or anticipated.